Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn¿t working and they weren¿t feeling stimulation. The patient mentioned that they had an upcoming appointment with a manufacturer representative to ¿fix¿ the device. It was further reported that the patient was unable to connect with the recharger and that their ins wasn¿t turning on. It was noted that the issues started about a week prior to the date of this report. Additional information received from the patient on (B)(6) 2016 reported that they received a new ¿remote.¿ the patient stated that the replacement external device resolved their issues. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.